Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. Therefore, his blood glucose level was high which they tried to treat by replacing the infusion set and pump started working. Further, he had moderate ketones, but his health care professional assessed them as dangerous/ life threatening. Moreover, they replaced the infusion set and insulin was resumed successfully, and blood glucose level came back in range. No further information available.